Manufacturer narrative:
Additional information: the non-medtronic third-party product that caused the reported event was brainlab iplan system software.

Manufacturer narrative:
Additional information: the non-medtronic third-party product that caused the reported event was brainlab iplan system software.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy procedure, there were 2 stereotactic misses. Noted was that there was no deflection of the catheter and 2 separate frames were used each time. Imaging issues are the suspected cause. The surgeon was using a non-medtronic stereotactic frame with non-medtronic software. The surgeon stated that there was some error at the image fusion step, not a medtronic navigation system. There were 2 fibers placed and no treatment. There was a two-hour delay in the procedure. The surgery was discontinued and re-scheduled. There was no harm to the patient reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Additional information: the non-medtronic third-party product that caused the reported event was brainlab iplan system software.

Manufacturer narrative:
Additional information: the non-medtronic third-party product that caused the reported event was brainlab iplan system software.

Manufacturer narrative:
Additional information: the non-medtronic third-party product that caused the reported event was brainlab iplan system software.

Manufacturer narrative:
Additional information: the non-medtronic third-party product that caused the reported event was brainlab iplan system software.